Event description:
It was reported by the affiliate that the (2) tlc75 were used during a wedge resection procedure. It was reported that there was an undetermined amount of bleeding, which required overstitches to stop. The case was completed with another device and with no pt consequence.